Manufacturer narrative:
The thermogard xp ivtm (s/n (B)(4)) was evaluated in june 2016. During the investigation it was noted that the display head was defective causing the system to display a mid: 16 error message. The display head was replaced and the device is working as intended, the problem was resolved.

Manufacturer narrative:
Zoll has not yet evaluated the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is evaluated and it has been completed. Will be evaluated at customer site.

Event description:
It was reported that during patient therapy, rewarming phase, the thermogard xp ivtm console (s/n (B)(4)) turned itself off. The user tried to turn the console back on, however the device displayed mid: 16 (software) error message. No patient sequelae reported. No additional information provided.